Event description:
It was reported the customer was deceased. The wife stated her husband had passed away on (B)(6) 2014. The blood glucose at the time of death was unknown. The wife also reported her husband's cause of death was from kidney and liver failure. She also stated her husband had a stroke, contributing to his death. It was found the customer was not using his insulin pump for one or two weeks before his passing. The wife stated that her husband chose to not wear the insulin pump due to an illness. She stated he had gone into surgery and wanted to control his illness through surgery. The wife stated she would return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.